Event description:
A discrepant elevated prothrombin time (pt) result was obtained on a patient sample. The elevated result was reported to the physician. The patient sample was later repeated with an alternate methodology and a lower result was obtained. Patient treatment was altered on the basis of the discrepant elevated pt result. Vitamin k was administered to the patient. There is no report of adverse outcome to the patient as a result of the discrepant elevated pt result or treatment.

Manufacturer narrative:
The cause of the discrepant (elevated versus alternate methodologies) prothrombin results is unknown. The discrepancy versus alternate prothrombin time reagents is likely due to patient specific attributes and reagent sensitivity differences. Lupus anticoagulants and a factor deficiency can be ruled out. An innovin-specific inhibitory effect is likely based on a pleural tap performed on the patient that is frequently accompanied by diueretic and anti-inflammatory/anti-microbial medication. As neither patient sample nor patient medication information are available, an exact root cause is not possible to ascertain. Potential effects of patient medication on innovin pt results are mentioned in the instruction for use under limitations section. The instruction for use (IFU) for innovin states: many commonly administered drugs may affect the results obtained in prothrombin time testing. This should be kept in mind especially when unusual or unexpected abnormal results are obtained. Unexpected abnormal results should be followed by additional coagulation studies to determine the source of the abnormality. The instrument is performing within specifications. No further evaluation of the device is required.